Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer did not see insulin exit the cartridge tubing. Blood glucose was 460 mg/dl. A new cartridge was loaded to address the event.